Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited undersensing on the atrial channel. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-12433 as the pacemaker should not have been submitted as a medical device report (MDR) as there is no allegation of malfunction on the pacemaker.